Event description:
Since the pump system was implanted, the pt experienced swelling over the pump location. It was later reported the pt was diagnosed on (B)(6) 2011 with a csf (cerebrospinal fluid) leak and spinal headache. The swelling "started under right breast to thigh in front." The back swelling was "the size of an orange." Two revision surgeries were performed on (B)(6) 2011 and (B)(6) 2011 to alleviate the leak. After the second surgery, the pain was alleviated. The pt was taking oral baclofen 15 mg/day. The pump contained lioresal 500 mcg/ml. The pt outcome was reported "non-serious injury/illness."

Manufacturer narrative:
(B)(4).